Manufacturer narrative:
The insulin pump was monitored for several days and no blank display noted. All operating currents within specification and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No damage on the lcd isolation tape noted. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, broken belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump was accidentally knocked off a table onto to the floor while in the hospital. Customer was in the hospital due to a heart attack and developed pancreatitis while in the hospital. Customer's blood glucose was 126 mg/dl. Troubleshooting was performed for physical damage and insulin pump passed self-test and displacement test. Customer declined troubleshooting for blank display and requested that insulin pump be replaced.